Manufacturer narrative:
Device is combination product.

Event description:
It was reported that shaft break occurred. During introduction of a 4.00 x 20mm synergy ii drug-eluting stent, it was noted that the stent shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that shaft break occurred. During introduction of a 4.00 x 20mm synergy ii drug-eluting stent, it was noted that the stent shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. Device evaluated by manufacturer: a synergy ii us mr 4.00 x 20mm stent delivery system was returned for analysis. The device was returned without a stent. The balloon was reviewed and noted that the balloon appeared to have been inflated and deflated. The distal end of the balloon appeared to be bunched. A red/brown blood like substance was noted inside the ablloon. A visual and tactile examination of the hypotube fould multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found a mid-shaft break at 1178mm distal from the distal end of the strain relief, on the proximal side of the wire exchange port. Stretching of the shaft polymer extrusion was noted on the distal side of the wire exchange port. A red/brown blood-like substance was noted inside the inflation lumen in the mid-shaft/shaft polymer extrusion sections. An examination of the tip found no issues. No other issues were identified during analysis.